Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Used on vessels. Vena porta. Was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st shot. During which stroke did the event occur? Hepatectomy: closing vessels. What color cartridge was being used? White. What other color cartridges were used before and after this event? Nothing. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Did the device cut? Yes. Did the device staple? Yes. How was the device removed? Was it cut out? Used in open surgery. The tissue was stretched and the instrument was forced. Has additional tissue to be cut out? No. If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Suture additional vessels. Has this any impact on the patient, the surgery or the healing process? No. Further additional information was requested and the following obtained: please clarify the tissue was stretched and the instrument was forced. Just to confirm, did the jaws of the device eventually open? After the vessels had been sutured and cut, they have remained within the jaws of the instrument that couldn¿t be reopened. The surgeon then had to "gently" pull the tissue laterally among the jaws to release it. After the surgeon had tried to re-open the jaws in a natural way and with the appropriate release button "reverse" (once released the tissue), he handed the instrument to the nurse's room. She tried again several times using the button on the handle. Then she made a pressure on the button and simultaneously on the jaws (forcing the opening) and after several attempts the instrument was reopened. The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a hepatic resection procedure, the jaws didn¿t open with a serious risk to damage the vascular system. Manual suture was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Did the device cut? Did the device staple? How was the device removed? Was it cut out? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process?